Event description:
Customer reported that her insulin pump is malfunctioning. Customer stated that the insulin pump delivers more insulin than normal during the prime rewind process. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.